Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during the procedure, they smelled smoke and heard a loud popping noise. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). One flexiva 200 tractip laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.0mm and appeared unused. There were no signs of damage or other imperfections noted along the laser fiber's body. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible. Based on the condition of the returned device, the reported failure could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.